Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and it was noticed that the rupture occurred vertically at the middle part of the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.